Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported via a user facility medwatch report that the patient was undergoing an abdominal aortogram with right lower extremity runoff. The whisper ms guide wire was directed down the superficial femoral artery (sfa). The initial sheath was not able to be corrected down the sfa and was removed and replaced with a 6 french radial access sheath with a 0.014 lumen. As the new sheath was introduced over the whisper guide wire, the sheath sheared the guide wire in two pieces, leaving a piece in the femoral vessel. The patient was sent for surgery for removal of the separated segment. The patient has since been discharged in good health. No additional information was provided.